Event description:
It was noted that the patient did have a total power cable disconnect on (B)(6) 2026 due to accidentally pulling their mobile power unit (mpu) out of the wall socket. The mpu was not removed from service and the mpu had a v-lock connector.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. A review of the log files revealed that on (B)(6) 2026 at 09:27:06 - 09:27:07 and 09:27:56 and (B)(6) 2026 19:37:13-19:37:14, the log file captured no external power alarms while connected to the mobile power unit (mpu). The alarms were associated with a loss of external power to the mpu. During the interruption, the backup battery supported the system as intended. The no external power alarms did not prevent the pump functioning within the expected ranges. This is consistent with the report of the user accidentally unplugging the mpu from the wall socket. No other notable events captured in the log file. The mpu (serial: unknown) was not returned for analysis. Provided information indicated that the mpu had a v-lock connector on the ac power cord and that the mpu was not exchanged. Provided information also indicated that the user accidentally pulling their mpu power cord out of the wall socket. Per provided information, the root cause of the no external power events was determined to be due to the ac power cord becoming disconnected from the wall outlet. Serial number was not provided, a DHR review was not performed. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use (IFU), section 7 - ¿alarms and troubleshooting¿, and heartmate ii patient handbook, section 5 - ¿alarms and troubleshooting¿, addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii IFU, section 3 ¿ ¿powering the system¿, and heartmate ii patient handbook, section 3 ¿ ¿powering the system¿, explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate ii patient handbook, section 6 - ¿caring for the equipment¿, and heartmate ii IFU, section 8 - ¿equipment storage and care¿, explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.